Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set got removed by caught on knee event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.